Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level of 390 mg/dl. Customer was treated with insulin pen. Customer was alleging insulin pump for under delivering because blood glucose was not going down. Customer declined to check air bubbles and leak. No harm requiring medical intervention was reported. Customer will discontinue use of the device.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump was under delivering. Customer had high blood glucose level of 390 mg/dl. Customer was treated with insulin pen. Customer was alleging insulin pump for under delivering because blood glucose was not going down. Customer declined to check air bubbles and leak. No harm requiring medical intervention was reported. Customer will discontinue use of the device.